Manufacturer narrative:
The device was returned to olympus for evaluation. During testing and inspection of the device, the following findings were revealed: white contamination, consistent with a simethicone type product, was found in the air/water channels. In addition, it was noted that the light cover glasses adhesive was pitted; distal end adhesive was lifting; control body up/down angle control was loose; control body left/right angle control was stained; hole in the switch button; up angle was not to specification; and deice failed the automatic leak test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided.

Event description:
The customer reported to olympus, the gastrointestinal videoscope image capture was not working. The issue was found during maintenance. The device was returned for evaluation. During testing and inspection of the device, the following reportable malfunction was found: contamination identified in the air/water channels, which was attributed to a user handling and reprocessing issue. There were no reports of patient harm or impact associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the foreign material remained in the device because reprocessing could not be conducted properly due to a leak in the angulation control knob. It was also noted the foreign material could not be identified. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.